Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support to report that universal surgical manipulator (usm2) had suddenly encountered error 32056, with disabled arm as the only option to resume. The system had been restarted several times prior to the call, but the error persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) inquired whether they could proceed with the remaining arms. After checking with the surgeon, the customer confirmed they could. The tse advised moving usm2 out of the way and disabling it to proceed. The customer followed the guidance and resumed the procedure successfully. The procedure was completed with no patient injury reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm2) due to error 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm2 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 32056 points to axes controller arm (aca) in usm2 failed to initialize i2c device.